Event description:
Mother was flushing pt's line and pt complained of discomfort. Mother stopped flushing the line and noted that the dressing was damp. She brought the pt to the clinic. The staff noted the cuff was out and they completely removed the catheter at that time. This event resulted in no known tissue damage or blood loss.